Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the bhr head and bhr cup were removed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the bhr cup and bhr head was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the cup. Similar complaints have been identified for the head. This will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The available medical documents were reviewed. It should be noted patient has a history of fatigue noted in 2011, drug abuse and addiction, memory loss and eczema. It is unknown if the 45-50 degrees anteversion of the acetabular component and anterior undercoverage of the femoral head led to edge loading and increased wear debris. The reported pain, elevated metal ions, synovitis and pseudotumor noted intraoperatively may be findings consistent with metallosis; however, the root cause of the reported clinical reactions cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that right hip revision surgery was performed due to pain, pseudotumor and elevated metal ion levels.

Manufacturer narrative:
[(B)(4)].